Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient underwent an ipg revision on (B)(6) 2020 wherein the ipg site was re-positioned. Surgical intervention resolve the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patients ipg was too close to their waistband and was causing discomfort. Surgical intervention is expected to resolve the issue.